Event description:
An occlusion alarm was reported. There was no mentioned impact on the customer¿s blood glucose level. The customer declined to answer additional questions regarding the reported occlusions, and no further outcome information was provided.